Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt treated with sternal closure plates and screws following thoracic surgery on the morning of (B)(6) 2012. Pt had to be returned to operating room for unk emergency reentry procedure in the evening of (B)(6) 2012. Surgeon was able to remove the emergency release pin from two of the plates easily, but had great difficulty and had to use forceps to try to release the pin from the other 2 plates. Surgeon then had to remove all 4 plates and unk number of screws to gain reentry to pt's chest. Pt was then revised to cable and clamp thoracic closure (non-synthes product) to complete the emergency reentry procedure. This is 4 of 4 reports for this event.